Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint, however the fse did replace the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-bilateral surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that universal surgical manipulator (usm) 2 had been drifting. An endoscope was installed on usm 2 at the time of the event. The surgical staff noticed that usm 2 would drift towards the medial with the endoscope on it. The caller stated they would need to readjust usm 2 to get it back into place. The tse reviewed the logs and did not see any issues associated with the reported issue. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs, but was not able to reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the yaw and pitch motor modules were inspected, and no faults could be identified. While a definitive root-cause cannot be established, the potential root cause for this failure can be attributed to an issue within the yaw and pitch motor modules.